Event description:
It is reported that the pt underwent revision of a right total hip arthroplasty in 2005. Patient complained of pain and displayed subluxation of the hip and shortening of the leg about two inches. X-rays revealed loosening of the acetabular component and the device was revised 6 months later.